Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support. Head of cardiology department, stated that the patient was already dead when nurses came into the room and the telemetry mx40 was disconnected and on the beside table. Data logs support that the telemetry was alarming for red asystole from 16:23-16:43 with user interaction silencing the alarm. Alarming activity ended at 16:43, as indicated in the data logs. The lack of continuous alarming would occur if the patient removed the telemetry device and placed it on the night stand as stated by the customer. A technical alarms such as leads off would not show on the data logs if the configuration of such alarm is a technical (cyan) inop (inoperative) alarm. : the customer was assisted with review of the data logs collected which showed the mx40 telemetry was alarming as configured prior to the loss of monitoring due to the patient removing the device and placing it on the night stand. The device remains at the customer site. No malfunction is supported. The customer was looking for alarm data retrieval for a patient that died. Data logs were retrieved and showed support that the telemetry was alarming for red asystole from 16:23-16:43 with user interaction silencing the alarm. Alarming activity ended at 16:43, as indicated in the data logs. The lack of continuous alarming would occur if the patient removed the telemetry device and placed it on the nightstand as stated by the customer. A technical alarms such as leads off would not show on the data logs if the configuration of such alarm is a technical (cyan) inop (inoperative) alarm. Use of the device could not be ruled out as a factor in the death of the patient. The customer has been provided with available information regarding this incident.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient expired while an mx40 device was being used to monitor the patient. No additional information has been provided at this time. It is unknown if the device caused or contributed to the adverse event at this time. The patient died.